Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited high pace impedances greater than 3000 ohms with several noted lead safety switches, in the atrial channel. Loss of capture was also observed with the atrial paces and no pauses were reported. It appears that the patient's intrinsic atrial and ventricular beats were present and the patient denied having syncope or any dizzy spells. The physician is aware of the patient's history and will continue to monitor the patient. No adverse patient effects were reported.